Event description:
It was reported that the user received an occlusion alert on the ilet during use, then cleared the alert and confirmed flow by performing a disconnect and fill tubing with observed drops; the user reported a blood glucose of 188 mg/dl and disclosed inserting the cartridge into the adapter before placing it into the pump. Symptoms included hyperglycemia. Outcomes included a missed dose and a delay to therapy. Investigation included user communication and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem involving an improper procedure, with the cannula as the related device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.